Event description:
It was reported that: "patient had revision due failure of right total hip arthroplasty."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 1001-3200, lot # de121, description: morse taper cocr head mm. Cat # unk, lot # unk, description: 52mm solid back beaded dual geometry. Cat # unk, lot # unk, description: 52mm by 32mm liner. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's failure of right total hip.